Event description:
12 days after implantation, the cardiologist detected that the ICD lead, implanted apically, perforated the myocardium. The lead was explanted and a new lead was implanted in the septal position. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.